Event description:
It was reported that the biomed requesting assistance with arctic sun device reported to be not cooling. Ran calibration and device gave error 80 (water check time out - unable to reach calibration temperature). Transferred to ttm remote for follow up. Per additional follow up information received via mail on 15jul2024, it was reported that the device was not cooling. Reviewed error log and was positive for 0113 and subsequently failed a calibration assessment multiple times with an error code 80. They were not aware of any patient identifiers and patient impact information was unavailable. The device was not repaired. Per sample evaluation results on 29aug2024, it was reported that during decon, level sensor reading full after sanitization cycle, installed test io board.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed requesting assistance with arctic sun device reported to be not cooling. Ran calibration and device gave error 80 (water check time out - unable to reach calibration temperature). Transferred to ttm remote for follow up.